Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead has a history of high threshold measurements. Boston scientific has repeatedly recommended lead replacement but the physician had elected to historically leave lead implanted. Recently the lead was surgically abandoned during a normal device replacement. No adverse patient effects were reported.